Event description:
X-rays were received from the reporter indicating a lead break had occurred. Manufacturer review of x-rays indentified a gross lead break. Further attempts for information from the reporter have been unsuccessful to date.

Manufacturer narrative:
Method code: manufacturer reviewed x-rays of implanted device. Result code: review of x-rays by the manufacturer revealed a gross lead discontinuity. Conclusion code: device failure occurred, but did not cause or contribute to a death or serious injury.